Event description:
The physician used a wilson-cook percutaneous endoscopic gastrostomy set to provide enteral nutrition to the patient. The dilation tip of the feeding tube broke during placement. No injury to the patient was reported.